Event description:
It was reported that the patient presented to the clinic for a device check. An alert for possible high voltage (hv) lead issue was seen due to a low hv lead impedance. The alert occurred during an unknown procedure in (B)(6)2022. The patient stable before, during and after device check. No changes were performed at this time.